Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was received for evaluation. Thermal tracing shows the event source as originating at the ac power cord (e52171) plugged into the daisy chain outlet with the resultant heat/residue spreading out into the pump itself (e53784) and onto the housing of the pump positioned above (e52171), with a cavity forming between the contacts in the plug of the ac power cord. The pump is functional and infuses on dc and ac, exclusive of the ac power cord (e52171), daisy chain outlet (e53784) and resulting residue. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: an IV pump was plugged into the back of this IV pump. The plug from the other IV pump began to smoke damaging that pump's plug and the outlet in this pump. No injuries were reported.